Event description:
It was reported to philips that the system displayed the message: "free space low/delete exams" exams were deleted but still getting the message, unable to exposure, no runs possible. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a neurovascular diagnosis was performed when the incident happened. The procedure was delayed by 3 mins and the procedure completed by restarting the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that exams were deleted but still getting the message, unable to exposure. After reviewing the log file fse confirmed that system has low memory warning. Fse upgraded the system. After update the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.